Manufacturer narrative:
Additional information received from the local field representative indicated that the other manufacturer's right ventricular (rv) lead was explanted and replaced. The device remains in service with the new rv lead. The cause of the syncopal episode was not conclusively determined.

Event description:
Boston scientific received information that this patient experienced a syncopal episode during a right ventricular automatic capture test. Boston scientific technical services (ts) recommended turning off this device feature. No additional adverse patient effects were reported.